Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant low inratio values. On (B)(6) 2014, inratio: 1.4, lab: 2.1, 45 minutes between testings. On (B)(6) 2014, inratio: 1.9, lab: 2.7, 45 minutes between testings. Patient's therapeutic range 1.8 - 2.5. No reported adverse patient sequela. No additional information provided.